Event description:
The account alleged the head of the bed will not raise. No patient impact.

Manufacturer narrative:
The account replaced the left and right caregiver cables and boards to resolve the issue.